Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Initial reporter: legal.

Event description:
The patient was revise to address loosening of the tibial component at the cement to implant interface. Cement manufacturer used was unknown. No cement bond to tibial component. Doi: (B)(6) 2016; dor: (B)(6) 2018; right knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthese considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Event description:
(B)(6) 2016: the patient underwent a right total knee arthroplasty secondary to degenerative arthritis. Attune implants were used. Depuy cement x2 was used. The patella was resurfaced. No intraoperative complications noted. (B)(6) 2018: the patient underwent a revision of the right knee secondary to suspected loosening. Intraoperatively, the surgeon identified the tibial component was loose at the cement to implant interface. The femoral and patellar components were well fixed. There were no intraoperative complications.